Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued by the latitude home monitoring system for high out of range impedance measurements on the left ventricular (lv) lead. The patient was brought into the clinic one week later and the lv lead was evaluated. Upon interrogation the lv impedance measurement was greater than 2000 ohms when programmed to bipolar. Sensing for the lv lead was stable. The boston scientific sales representative (sr) noted that the lead may be dislodged and stated an x-ray will be taken to evaluate the integrity of the lead. The sr also noted that a few weeks earlier the patient experienced inappropriate tachycardia therapy due to electromagnetic interference from cautery during surgery. An email was sent to the sr in an attempt to obtain additional information. No additional adverse patient effects were reported.

Event description:
Additional information was received from the sales representative (sr) that the lv lead was reprogrammed to unipolar with normal sensing, impedance and threshold measurements. The sr stated that an x-ray was taken, however the results and any further actions are unknown. No adverse events to patient effects were experienced.